Event description:
Customer reported that the insulin pump may not be delivering insulin properly. Customer reported going to bed the night before the call with a normal blood glucose level, but waking up on the day of the call with a high blood glucose level. Blood glucose level at the time of the call was 547 mg/dl. Customer tried to bolus to treat the high blood glucose level at the time of the call, but thought that the bolus amount calculated was incorrect. Customer declined troubleshooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.